Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the customer was admitted to the hospital for three weeks due to a coma. Customer is unsure if the insulin pump was at fault but he was using the device. Customer stated he was in a coma the night prior but wasn't admitted to the hospital. Customer requested a replacement. The device is not returning for analysis.